Event description:
Patient complained of discomfort around the device. The physician elected to reposition the device to a more medial position. The physician noted that the header had very sharp edges. The physician also inverted the device such that the device is posterior. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.